Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -14.5 diopter implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Excessive vault was reported and the lens was removed on (B)(6) 2015. A smaller lens was implanted on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
(B)(4).